Event description:
It was reported that the patient with this implantable pacemaker was experiencing shortness of breath (sob) and was hospitalized for six days. Boston scientific technical services (ts) referred the patient to physician. At this time, this pacemaker remains in service. No adverse patient effects were reported.